Event description:
New information received notes that further post-paced t wave oversensing was observed when the asymptomatic patient presented in clinic after receiving a patient notifier for non-sustained rv oversensing. Programming changes were recommended.

Event description:
New information received notes that the recommended programming changes were made to resolve the issue of oversensing.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Device was post-paced t-wave oversensing on the ventricular channel. Programming changes were made in clinic. No further information available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.